Manufacturer narrative:
Additional information was added to h6: h10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow prior to patient use. There was no patient involvement. No additional information is available.